Event description:
Heard about recall, checked device, noticed brown spots in a dust like coating on inside of air output tube. All the articles I read online say black spots, mine look more brown. FDA safety report ID # (B)(4).